Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that an infusing module "fell off" during transport. Customer is not aware of any direct harm but the IV tubing broke and the pt subsequently went over 12 hours without tpn. The customer indicated that users may be contributing to the problem by not fully latching the modules in place. The customer also stated as a result she plans to educate the users about proper handling of the pumps. Although requested, no further pt or event info has been provided.